Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v012214, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that patient had adjusted all settings to upper limit but not feeling stimulation since (B)(6) 2014. The patient has experienced a lupus flare-up and had neck surgery and because of these events she has not yet followed up with her managing hcp. Additional information received on (B)(4) 2015 reported that the patient had not felt stimulation what so ever even though the hand held device states it is turned up as high as it could be in all programs. The patient did not know the cause that lead to not feeling stimulation for at least a year. The patient is asking their health care provider to remove the device because it was not providing benefit to the patient. The patient felt it was defective. The patient reported that nothing was done to resolve the reported issue. The indication for use for this patient was gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.